Event description:
Procedure: hysterectomy. According to the reporter: customer reports that the scrub nurse could not get the tips to open to place a new stitch into the tips. They tried, 3 people. They had 2 stitches break and the 3 was found in the patient after the case was over. They left it in the patient. X-ray was done in recovery room. No other information related to patient available. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).